Event description:
It was reported the patient presented to the clinic for a routine follow-up. Upon interrogation, the device exhibited high pacing ventricular lead impedances and increased capture thresholds. No patient symptoms were reported. The patient was hospitalized to address concomitant eri behavior.

Manufacturer narrative:
(B)(4).